Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: us157854, m2a-magnum pf cup 54odx48id, 395820; 157448, m2a-magnum mod hd sz 48mm, 410900; 139252, m2a-magnum 42-50mm tpr insrt-6, 481340; 11-104112, mlry-hd por fmrl 12x165mm, 911650; 800-1001a, gps single kit w/acda, 440020; 800-0250, biomet biologics spray kit, 85043; 800-0201, gps dual spray applicator tip, 84741. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01599, 0001825034-2018-01600, 0001825034-2018-01602.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent left total hip arthroplasty. Subsequently, the patient is allegedly experiencing pain. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left hip revision due to pain. Head and taper were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A m2a magnum modular head and a m2a magnum taper were returned. Visual evaluation identified the following: scuffing and wear was found on the head. Nicks and scratches were observed on the outer spherical radius of the head. Gouging/grinding damage was noted around one of the circular cut outs of the taper. No other damages were noted and no further evaluation could be performed. The received product's evaluation does not change the final conclusions of previous investigation. The root cause remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.